Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. Information was provided that there was a -2 diopter difference. Reporter was not sure if the difference was intentional or refractive surprise. An iol exchange for a difference greater than two diopters, indicates the event is most likely related to a calculation error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced intolerable anisometropia and the iol power was 2 diopters different from emmetropia. The iol was exchanged approximately 2 weeks following the initial implant procedure. Additional information has been requested.